Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage, including, but not limited to perforation and tilt, that caused injury and damage to the patient. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record (DHR) review could not be performed. The inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter tilt could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. The timing and mechanism of the tilt has not been reported at this time. The brief also reported perforation; however, a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. However, given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage, including, but not limited to perforation and tilt, that caused injury and damage to the patient.

Manufacturer narrative:
The catalog number is unknown, if received it will be provided. Concomitant devices: majestic needle, 0.035 angled glide wire, 6f sheath complaint conclusion: as reported, the patient had placement of a trapease inferior vena cava (ivc) filter. Per the medical records, the patient had a history of recurrent thrombosis of the lower extremities with loosely attached thrombus in the right common femoral vein and was started on anticoagulation with intravenous heparin and with coumadin. The filter was implanted due to deep vein thrombosis with pulmonary emboli. The filter was successfully released at the level of the l2-l3 vertebral bodies. The filter subsequently malfunctioned and caused injury and damage, including, but not limited to perforation and tilt, that caused injury and damage to the patient. Per the patient profile form (ppf), the patient experienced a pulmonary embolism resulting in death. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Post procedural pulmonary embolism, leading to death, is a known potential event associated with the filter device, patent specific issues, specifically the underlying causes of thrombus formation, may contribute to these events. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage, including, but not limited to perforation and tilt, that caused injury and damage to the patient. The following additional information was received per the patient¿s implant records: the patient had a history of recurrent thrombosis of the lower extremities and was started on anticoagulation with intravenous heparin and with coumadin but was found to have a loosely attached thrombus in the right common femoral vein. The filter was implanted due to deep vein thrombosis with pulmonary emboli. The filter was successfully released at the level of the l2-l3 vertebral bodies. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately eleven years and four months post implantation. The patient experienced a pulmonary embolism resulting in death.